Event description:
Five hrs into bypass run, the oxygenator developed a significant plasma leak. During rewarming, sweep gas was increased to seven liters and 80% fio2, po2 180 mmhg. Coming off bypass, sweep gas incresaed to 10 liters and 50cc's of dark yellow plasma exited the vent port. Pt failed to wean, rvad inserted, surgeon elected to dc the vad after two mins. Pt expired at 1500.